Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the guide pin and cannulated driver fractured during surgery. The pieces were left in the patient's bone.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records were reviewed for the guide pin and cannulated screwdriver and identified no deviations or anomalies. The devices were not returned for review; therefore the exact condition of the products is unknown. This device is used for treatment. A product history search was conducted for the devices and identified no other complaints for the associated lot numbers with a same or similar issue. A definitive root cause cannot be determined with the information provided. This report is number 1 of 2 mdrs filed for the same event (reference 1822565-2016-03814).